Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification noted insufficient weld to patient connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). There was a leak between patient connector and tubing due to insufficient weld. The reported condition was verified. The cause was a manufacturing issue: insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette had disconnected from the transfer set and leaked. This event occurred about five minutes after the initial drain. The caregiver capped off the transfer set with a mini cap and had the patient start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.